Event description:
The customer's father reported that his son had the following blood glucose results: time: 6:00 pm, result (mmol/l): 11 (198 mg/dl); time: 8:00 pm, result (mmol/l): 12.8 (231 mg/dl); time: 9:00 pm, result (mmol/l): 13.8 (249 mg/dl), time: 10:00 pm, result (mmol/l): 16.6 (299 mg/dl). At 11:00 pm, his result was 19.8 mmol/l (357 mg/dl), and the father replaced the pod. He stated that the site bled, and the cannula looked like it may have been kinked. He said the cannula may have had an air bubble in it.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mmol/l], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider," it advises, "if your blood glucose is 13.9 mmol/l [250 mg/dl] or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."